Manufacturer narrative:
The customer replaced the motor controller board to address the reported problem. Failure analysis on the returned motor controller board shows that the motor controller (mc) pcba was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator failed with data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) failed vent inop occurrences. The customer reported the device was in use on patient, but there was no patient harm reported.